Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. Root cause is attributed to component susceptibility to damage. Additional observation related to the customers complaint: the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. The instrument was found to have failed the engagement test based on log review and during in-house testing. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument inputs failed to engage with the in-house system's sterile adapter on 3 of 3 attempts, preventing the instrument from entering into following. Error code 22020 was displayed, with parameters indicating that the grip axis failed. Engagement log review of customer system confirms two engagement failures. Log review shows engagement failures via error code 22020 indicating engagement on the grip axis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the jaws of a vessel sealer extend instrument failed to open after 45 minutes of use. The customer tried to open the instrument using the lever but was unable to open the jaws. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No known impact or patient consequence was reported.